Manufacturer narrative:
The device sample has been received but the results of the investigation are not available at the time of this report. A follow up report will be sent when investigation is completed.

Event description:
The event is reported as: surgeon complained the distal tip is not cutting. No patient injury reported.